Event description:
Intra aortic balloon pump functioning well for pt, with good augmentation of diastolic b/p. "Gas loss" alarm sounded. Rn checked tubing connections and pt position. Alarm reset after removing condensation from tubing and safety chamber. 1.5 hrs later "gas loss" alarm sounded. Tubing checked, blood found in tubing, pump remained on stand-by. Balloon catheter discontinued. Code blue called. Pt transported to hyperbaric chamber facility for treatment for 4 hrs.